Manufacturer narrative:
Concomitant medical: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 377760, lot# n0037957, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0037951, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that during a battery replacement procedure, after the first implantable neurostimulator (ins) had issues, a second ins was implanted. High impedance values were also found. It was noted that the patient had good therapy prior to change out. The issue appeared to have isolated to the lead wires. They tried intraoperative test stimulation, with the high impedance values, but the patient only felt stimulation at 5-6 volts. This was on both leads. When the impedances changed to be high again the patient didn¿t feel stimulation. There was no time to replace the leads. They were going to replace the leads at a later unknown date. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.